Manufacturer narrative:
One cadd legacy pump was returned for analysis. Pump was found to be in good condition. Event log shows error 1870 on (B)(6) 2018. Customer's complaint of error code 1870 was verified. Service found a wire with a contact in the motor gear possibly from a extra wire from a previous repair. This was jammed in the hub gear. Service removed the wire from the motor gear and performed a pm. The problem source is unknown.

Manufacturer narrative:
Additional information: (date of event). Additional information received that this event occurred during testing and there was no patient involvement.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log confirmed an error code message was recorded. Functional testing included use testing. The pump was powered on and an error code was displayed. It was not possible to run the pump, the pump errored out. The pump was opened and found the motor gears had a blue wire with a contact jammed in the hub gear. Inspection did not find any wires out of place in the pump. The blue wire appears to be an extra wire from a previous repair. The jammed wire was removed. Based on the evidence, the complaint was confirmed. The root cause was attributed to a jammed wire.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.